Event description:
Additional information received reported that the patient did not have concerns regarding the device or therapy. It was noted that the patient received assistance from the physician or manufacturing representative and their concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2014. Additional information received reported that the patient received assistance from the manufacturing representative and her concerns were resolved. It was noted that the patient still had concerns regarding the device or therapy, but she was working with the physician or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014.

Event description:
It was reported that the left lead wire had moved. The patient had not had any falls. It was later reported that "there was some question as to whether the lead had moved, but the doctor said it was always in that position." The patient was having difficulties getting left side covered, there were no plans for revision at this time. She was less than 4 weeks post surgery. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the event was not caused by the implant. It was noted that the patient outcome was unknown. The patient had not been seen in the physician's clinic.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was "only concerned with the spinal stimulator that its performance continues because of crooked lead wires."